Event description:
A customer reported that dull knife blades were noted during separate surgeries. Alternate knives had to be obtained to continue the procedures. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
As no sample was received by manufacturing for evaluation, the condition of the product could not be verified. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the device history records (DHR) was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. The lot complaint history was reviewed revealing that this is the first complaint for the reported lot number and the first for the reported complaint issue. Because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).